Manufacturer narrative:
(B)(4). Info was not provided. Info anticipated, but unavailable at this time. Info not provided by the user facility.

Event description:
It was reported that when the device was used during a laparoscopic gastric bypass procedure, two staples did not form. Upon inspecting the reload it showed that the drivers on those two staples did not push up. Clips were applied to the staple line and the procedure continued. There was no reported patient consequence.